Event description:
Reporter indicated a vns patient was hospitalized due to gastric and intestinal distention. The distention was decompressed with a nasogastric tube. The patient has had previous hospital admissions for this event in the past. The reporter stated the distention is possibly related to vns stimulation, but was not sure. The distention does not happen directly with vns stimulation, and has been a long-standing issue. There were no known precipitating events or changes. The patient does have a history of gastric issues prior to the vns implant surgery, but the exact nature of the prior issues is unknown. Attempts to the reporter are in progress, but the reporter indicated the patient has not returned to the office yet. The reporter is considering changing vns settings or possibly disabling the vns to see if this would affect the distention.